Event description:
Medtronic has received a medwatch 3500a with the following description: the patient with a diagnosis of lumbar stenosis and spondylolisthesis, grade ii, on (B)(4) 2011. The patient underwent spine fusion surgery which was terminated during the first pedicle access l4 on the right due to lack of accurate image guidance. Intra-op attempts to rectify the image problem were not successful. A second surgical procedure was done to perform original operative procedure.

Manufacturer narrative:
The patient weight is not provided on the original report.no parts or files have been returned to the manufacturer for evaluation.